Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. After the pump display turned on, it was reported that multiple minimum fill notifications occurred after the existing cartridge was filled with 100 units of insulin and a new cartridge filled with 200 units of insulin. Customer¿s blood glucose ranged from 152 mg/dl to 170 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shut down issue was verified. Based on the analysis, the alleged minimum fill issue could not be verified.